Event description:
The nurse reported a corneal burn occurred during the case. Additional info rec'd noted the pt required a suture to close the wound. The pt is doing well.

Manufacturer narrative:
The company service representative examined the system and handpieces with no problems found. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 10/24/2008.